Manufacturer narrative:
Product analysis: analysis confirmed that the output connector assembly of the external pulse generator (epg) was broken. The encoder switch assembly was mechanically out of specification, and the enter button on the keypad was collapsed. The upper case had broken bosses, the battery drawer had intermittent operation, the tube sleeve and two tubes were missing. The main seal was installed incorrectly; there was evidence of a non-medtronic person disassembling and reassembling the epg. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector block of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.